Event description:
A caller reported difficulty pressing the pump's quick bolus and wake button, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and guided them on how to press the button correctly. They also assisted the caller in removing the pump from its case. After following these steps, the caller confirmed that the button was functioning as intended.